Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: explant occured in 2014 or 2015. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8216-50, serial: (B)(4), batch: 17006777.

Event description:
It was reported that the patient underwent an spinal cord stimulator explant procedure for an unknown reason. The explanted devices will not be returned. No further information could be obtained despite good faith efforts.